Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine drive was reformatted. The system was then found to be operating as intended.

Event description:
The customer reported that a saved subtracted cine run file was not saved on the drive. The pt data was lost. There is no report of pt injury associated with the event.